Event description:
It was reported that during a right side atrial flutter procedure, the physician stated that he heard a steam pop. It was noted that the stockert temperature cut off was set to 90 degrees celsius automatically. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4). No error was found during the service. Functional and safety test were performed as well as the preventive maintenancethe device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
The concomitant products: celsius thermocool: model# unknown, lot# unknown (the catheter was discarded); coolflow pump: model # m-5491-02, serial # (B)(4). (B)(4).